Event description:
The customer reported that the system would not boot up.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the uninterrupted power supply was replaced. The system was tested and found to be working as intended and put back into service.